Manufacturer narrative:
Final analysis found normal device characteristics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead dislodged and the patient experienced diaphragmatic stimulation. On (B)(6) 2018 the lead was successfully explanted and replaced. The patient did not experience any complications from the surgery.